Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the grasper device was not grasping tightly, the instrument was broken. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The markings on the device confirm the part number, and are very worn. The device overall is very worn from use. The top jaw of the device is slightly offset and bent to the side. A functional evaluation of the device found that it actuates freely and without resistance. The device does not hold the testing material securely due to the bend of the jaw. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.